Event description:
Report 1 of 2. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of one patient sample. The result was reported to the physician, however, there was no treatment change or adverse event reported. The following information was provided by the initial reporter: "fx 442023_3102725 - molecular fp. Patient: (B)(6) 2023. Sequence #: 449292929149. Tested on fb0441. Bcid2, cat # rfit-asy-0146, lot # 2uk02. Biofire was a dual positive - c. Tropicalis, enterobacterales, klebsiella oxytoca kleb oxytoca grew in culture. Gram stain was gram negative rods. Result was reported to physician with a disclaimer that bcid has detected an organism that was not seen on the gram stain and may have detected an organism that was bellow the level of detection on a gram stain or was the result of free nucleic acids present in the media. No patient treatment change as a result.

Manufacturer narrative:
G.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of one patient sample. The result was reported to the physician, however, there was no treatment change or adverse event reported. The following information was provided by the initial reporter: "fx 442023_3102725 - molecular fp. Patient: (B)(6) 2023. Sequence #: (B)(4). Tested on (B)(6). Bcid2, cat # rfit-asy-0146, lot # 2uk02. Biofire was a dual positive - c. Tropicalis, entero.bacterales, klebsiella oxytoca kleb oxytoca grew in culture. Gram stain was gram negative rods. Result was reported to physician with a disclaimer that bcid has detected an organism that was not seen on the gram stain and may have detected an organism that was bellow the level of detection on a gram stain or was the result of free nucleic acids present in the media. No patient treatment change as a result.

Manufacturer narrative:
H.6 investigation summary: catalog: 442023, batch no.: 3102725. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results.